Event description:
It was reported that the ilet displayed repeated "alert 61" indicating an external flash write error despite multiple restarts by the user and an agent, and a replacement device was arranged while the user continued therapy with backup options. Investigation included technical support troubleshooting and user education on shutdown procedures, data handling, and continued cgm use. Investigation of this case revealed a suspected device electronic memory malfunction consistent with an external flash write error. There was no user reported symptoms during the event, and no reported adverse clinical effects. Outcomes included no reported impact to health and no medical intervention or hospitalization. It was concluded that the device malfunctioned and required replacement, with no patient harm reported.